Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, high impedance was observed on the [atrial] / [right ventricular] lead. Manual testing showed normal values. No changes were made and the patient would be monitored.